Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was probably 6 months after implant the pts implant did not seem to function properly. They tried adjusting it numerous times but when it healed it turned on an angle so it was not over the spot correctly. Patient got very ill last year and lost a lot of weight and the box that was implanted under their right shoulder blades moved against their vertebrae and got to the point where they could not sit or lay on their back because it was pressed up against their back. Patient had the implant surgically removed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was probably 6 months after implant the pts implant did not seem to function properly. They tried adjusting it numerous times but when it healed it turned on an angle so it was not over the spot correctly. Patient got very ill last year and lost a lot of weight and the box that was implanted under their right shoulder blades moved against their vertebrae and got to the point where they could not sit or lay on their back because it was pressed up against their back. Patient had the implant surgically removed.